Event description:
A caller reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. This caused the customer's blood glucose level to rise to 558 mg/dl. The customer administered a correction injection via manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.